Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During ercp cbd procedure, when the nurse used the straightener, the stent kinked.